Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.

Event description:
As reported to coloplast though not verified, patient pain & irritation in the area of her original implant. Patient has suffered pain, urinary incontinence, physical deformity, loss of ability to perform sexually & has undergone corrective surgeries including an attempt to repair the mesh in (B)(6) 2010.